Event description:
It was reported that the patient faced kinked cannula event on (B)(6) 2026. The infusion set was in use for one day and half day. The insertion site was upper buttocks. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.